Event description:
On (B)(6) 2025, the patient underwent an ercp procedure. At the conclusion of the procedure, it was noted that the patient was chewing on a foreign object which was identified as the distal end cap of the ercp. Since this cap was found, no harm to the patient occurred. Concern that this could result in a retained foreign body if it was swallowed or not identified timely. Reporting for a potential design concern/patient safety issue.